Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) state that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow-up computed tomography (CT) images dated (B)(6) 2013, revealed a proximal type I endoleak. There is no aneurysm enlargement. On (B)(6) 2013, the physician reintervened and implanted two gore excluder aortic extender endoprostheses. The endoleak ws resolved and the pt tolerated the procedure.